Event description:
Letter from atty alleges: "in 7/98 pt noticed a lump in her back which became larger and extremely painful. She saw dr in consultation for this problem and it was determined that there were fluid pockets in her back and an x-ray taken 7/27/98 showed that the catheter was broken. On 7/28/98 dr removed the broken subarachnoid catheter. This defect in the catheter which was implanted on 5/1/97 caused her extreme distress and pain and required hospitalization and a period of time in the intensive care unit."